Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received the following information from a journal article entitled; tctap c-199 left main coronary artery thrombosis during transcatheter aortic valve implantation penelope diaz gatpatan, mary jane; susanto, alwyn; cuezon, terence; bailon, douglas; alzate, ferdinand; posas, fabio enrique journal of the american college of cardiology , volume:81,issue:16, s432-s433 https://doi.org/10.1016/j.jacc.2023.03.368 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
A sentrant sheath was used in a transcutaneous aortic valve implant and percutaneous coronary intervention procedure on an unknown date. During the procedure, both femoral arteries were accessed via a modified seldinger technique using non mdt sheaths. 2 non mdt pigtail catheters were parked at the non coronary cusp and left ventricle. A medtronic launcher guiding catheter was used to cannulate. A coronary wire was parked at the distal left anterior descending artery. A temporary pacemaker wire was advanced to the right ventricle. Non mdt perclose devices were inserted. An 18f sentrant sheath was then inserted. Both pigtail catheters are then connected to manometry and pressures measured at this stage there was noted st-elevation in the cardiac monitor and hypotensive, injection was made to the guiding catheter which showed thrombus. Direct stenting with a non mdt 4.0 x 16mm stent was done in the ostial to mid segment and post dilated with a non mdt balloon. A medtronic corevalve was then deployed into the aorta. The femoral sheaths were removed and the procedure was completed.